Event description:
It was reported to philips that equipment startup was slow; logs showed archiving issues on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restarted the system, resolving the issue, and planned follow-up for the transfer queue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).